Event description:
During procedure for placement of a permcath catheter, the sheath covering the introducer failed to split cleanly away from the introducer. At this point, the procedure was stopped and a new permcath kit was obtained and the procedure was restarted.